Manufacturer narrative:
Plant investigation: as the device was not returned to the manufacturer, a physical evaluation could not be performed. A batch records review was conducted by the manufacturer for the reported lot. There were no non-conformance's or abnormalities identified during the manufacturing process which could be associated with the reported event. The entire lot has been sold and distributed. In addition, a device history review was performed and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The lot met all specifications for release. A product history review did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.

Event description:
It was reported that a peritoneal dialysis (pd) patient developed peritonitis. According to the patient¿s pd nurse, the patient was experiencing symptoms of abdominal pain, chills, and diarrhea. As a result, on (B)(6) 2021, the patient had a pd culture obtained (in the outpatient pd clinic) which grew the organism acinetobacter wooffii. The patient was treated with oral ciprofloxacin 250 mg on an outpatient basis. The patient is reportedly recovering and continues pd treatment with the same cycler without any issues. There were no reported fluid leaks associated with the patient¿s peritonitis event. Additionally, there were no reported harm associated with the reported supply bag lines alarm. However, the nurse indicated that on (B)(6) 2021, the patient disconnected from the cycler due to the reported alarm and reset up the pd treatment. The patient reportedly had concomitant diarrhea. The nurse stated the peritonitis may have been related to a breach in aseptic technique due to the interruption in treatment.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.  Clinical investigation: a temporal relationship exists between the pd therapy with the liberty cycler set and the patient¿s peritonitis event. Peritonitis is a well-documented complication in patients undergoing pd therapy. The patient¿s pd culture yielded growth of the species acinetobacter which are commonly associated with peritonitis due to a breach in sterility during the pd exchange or translocation of gastrointestinal flora. The patient reportedly had concomitant diarrhea and had an interruption in pd treatment (after experiencing an alarm on the fresenius cycler) approximately 2 days prior to developing peritonitis. Given the reported information, there is no objective evidence the reported alarm was a cycler malfunction that directly caused the peritonitis. The patient reportedly continues pd treatment with the same cycler. However, the patient¿s peritonitis may have been related to a breach in aseptic technique during disconnecting/reconnecting the pd treatment in the setting of having concomitant diarrhea.

Event description:
It was reported that a peritoneal dialysis (pd) patient developed peritonitis. According to the patient¿s pd nurse, the patient was experiencing symptoms of abdominal pain, chills, and diarrhea. As a result, on (B)(6) 2021, the patient had a pd culture obtained (in the outpatient pd clinic) which grew the organism acinetobacter wooffii. The patient was treated with oral ciprofloxacin 250 mg on an outpatient basis. The patient is reportedly recovering and continues pd treatment with the same cycler without any issues. There were no reported fluid leaks associated with the patient¿s peritonitis event. Additionally, there were no reported harm associated with the reported supply bag lines alarm. However, the nurse indicated that on (B)(6) 2021, the patient disconnected from the cycler due to the reported alarm and reset up the pd treatment. The patient reportedly had concomitant diarrhea. The nurse stated the peritonitis may have been related to a breach in aseptic technique due to the interruption in treatment.